Event description:
It was reported that there was a sudden rise in right ventricular (rv) bipolar lead impedance after the pacemaker replacement about a year ago. A rise in rv threshold was also observed. A few weeks later, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pacemaker (B)(6) 2012; 4568 implantable pacing lead (B)(6) 2002. (B)(4).